Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st(device #2) may have caused or contributed to the reported event. The attorney alleges that the patient had subsequent surgical intervention; however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st(device #2). An additional emdr was submitted to represent the bard/davol ventralex st (device #1). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st(device #1) on (B)(6) 2013 and an unspecified bard/davol ventralight st(device #2) on (B)(6) 2017. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex st(device #1) and a ventralight st(device #2). As reported, the attorney alleges patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st(device #2)may have caused or contributed to the reported event.the attorney alleges that the patient had subsequent surgical intervention;however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the patient ID, brand name. Based on the original allegation and the medical records provided to date, there is no indication of an adverse event or medical/surgical intervention associated to the ventralight st with echo ps positioning system. This supplemental emdr represents ventralight st (device #3). An additional emdr was submitted to represent ventralex st (device #2) and supplemental emdr was submitted to represent ventralex st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st(device #1) on (B)(6) 2013 and an unspecified bard/davol ventralight st(device #2) on (B)(6) 2017. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex st(device #1) and a ventralight st(device #2). As reported, the attorney alleges patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with abdominal pain, recurrent incisional ventral hernia thereby underwent laparoscopic repair with the implant of ventralex st mesh (device #1). Per operative notes, ¿reduced the chronically incarcerated omentum and adhesions in the right lower quadrant were all taken down. A ventralex st mesh (device #1) was placed using tacker.¿ (B)(6) 2016 - patient was diagnosed with abdominal pain, extensive adhesions to the mesh thereby underwent open repair with the removal of old mesh (device #1). Per operative notes, ¿omental adhesions were taken down. The mesh was circumferentially lysed from the underlying adhesions both to the fascia as well as to the omentum and then removed (device #1). Once the mesh was removed, the hernia and fascial incision was closed with sutures.¿ on (B)(6) 2016, patient visited hospital for the painful bulge to the right of the umbilicus. (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia at the umbilicus thereby underwent open repair with the implant of ventralex st mesh (device #2). Per operative notes, ¿the hernia sac was dissected. A ventralex st mesh (device #2) was placed in the defect with stitches.¿ on (B)(6) 2017, patient visited hospital for recurrent incisional hernia. (B)(6) 2017 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh (device #3). Per operative notes, ¿there was a piece of hernia mesh from her previous umbilical hernia repair that was in place, but not secured to the abdominal wall that was partially incorporated and adhesions were taken down. The mesh (device #2) was not completely secured to the abdominal wall, and it was excised. There was a series of hernia defects together and a piece of ventralight st mesh with echo ps positioning system (device #3) was placed into the abdominal cavity with tacker and sutured.¿ attorney alleges that the patient had adhesions, pain and hernia recurrence.